Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer was assisted with insulin flow blocked alarm troubleshooting. The customer performed a fill cannula and stated that insulin did not exit and that insulin pump alarmed insulin flow blocked. When pushing insulin through tubing, the customer reported that insulin did not exit and there was greater than normal resistance with plunger push. Customer was advised that alarm was caused by infusion set and reservoir connection and was advised to replace both. The reservoir will not be returned for analysis.